Event description:
It was reported that the agiltrac would not deflate. After several attempts to deflate the balloon, the device was removed from the patient still partially inflated. No patient injury was reported. No additional information was available.